Event description:
Caller reported a minimum fill notification and attempted to load a new cartridge. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller to remove the pump from its case, clean the pneumatic tap area, and attempt reloading the cartridge, which did not resolve the issue. With guidance, the caller filled and loaded a new cartridge using the proper technique, successfully resolving the problem and allowing them to resume insulin delivery.